Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue of the device unexpectedly resetting itself. Physio did observe the device's shock key was intermittently sticking and would cause the device to sometimes not shock when the shock key was pressed. Physio replaced the device's main keypad assembly to resolve the observed issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself while they were using it to deliver defibrillation therapy to a patient. The customer confirmed that the patient survived the event. There were no reports of adverse effects to the patient as a result of the reported issue.